Event description:
On may 2, 2026, nakanishi became aware of handpiece overheating through a complaint input into the complaint database by a distributor (nsk america). Details are as follows: the event occurred on march 23, 2026. The dentist was performing a dental procedure on a patient using the z95l handpiece (serial no. (B)(6). During the procedure, the handpiece head overheated abnormally, and the patient received a thermal burn injury to the inside of their lip and cheek. The patient has had multiple follow-up appointments with the dentist and has complained of swelling at the burn site causing them to frequently bite their cheek. The injury is healing normally but the patient has reported numbness at the injury site.

Manufacturer narrative:
Patient information has not been provided at the time of this report and a follow-up report will be made if this information becomes available.